Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement procedure, a high capture threshold was observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.